Event description:
It was reported that non-sustained right ventricular oversensing due to crosstalk was observed. Patient is non-dependent. Reprogramming was recommended. Patient monitoring was continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.